Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be provided in the follow up-report.

Event description:
It was reported that the monitor was not sending any data to the central station for four hours. The patient died.

Manufacturer narrative:
The error logs of the central station (ics) and the docking station (ids) where the cited beside monitor gamma xl was connected were provided for investigation. It was clarified with the customer that the communication loss is not four hours but between 4:49am and 5:56am on (B)(6) 2016. The ics full disclosure reports at the time of the reported data transmission loss were received. The suspected gamma xl monitor could not be located by the user therefore no error logs, ECG reports or alarm history were provided for root cause analysis. The ids error logs do not capture the date and time of the reported issue. The full disclosure confirmed there was a disconnection between the bedside and ics. Without the bedside logs it is difficult to know what occurred to cause the observed interruption. The onsite inspection of the bedside and the central station using a known good monitor was performed and there was no problem found. The ics is designed to alert the user of any communication issue with the bedside. By design, when the communication issue occurs, the ics will alert the user with an ¿offline¿ alarm, and the bedside monitor automatically elevates it alarms to max volume. In addition, from 6:04am to the time of the patient death, ics continued alarming for the patient's conditions and there were several interactions with the ics by the user to silence the alarms, which indicates the ics alarmed correctly once the connection resumed between the ics and the bedside. In this event, there is no report indicating the beside monitor gamma xl was not working correctly. Gamma xl as the primary monitor worked as intended. The ics IFU states that, for the remote patient on the infinity network that are available to view on the ics, the ics is not the primary monitor, and for bedside patient the bedside monitor is the primary alarm annunciator. The risk management report was reviewed. There is no new or revised risk.

Event description:
Please refer to the initial report.